Manufacturer narrative:
(B)(4). The device evaluation was completed. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported event of an unspecified system error alarm could not be verified through the evaluation of the device or the device logs. The machine was determined to have met specifications. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no abnormalities noted. A one hour simulated therapy was performed with no alarms occurring. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A review of the event history log was performed which identified the following alarms: check patient line and low drain volume. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced an unspecified system error (se) alarm. This occurred during an unspecified step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.